Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 114 mg/dl back to back with a result of 325 mg/dl when testing was performed 7 minutes apart on the aviva system. Reporter stated at approximately 1.5 hours prior to the testing, she was experiencing hypoglycemic symptoms and self treated with food. No other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.